Event description:
It was reported that during surgery for implant of an artificial cervical disc, the cutting instrument would not spin to cut the end plates. A second cutter also did not work. A third instrument was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Additional information: visual and optical examination of the mill gear and mill pinion interfacing features identified significant material plastic de formation, consistent with overload. The above observations are consistent with overload.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. The device was not returned to the manufacturer for evaluation.